Manufacturer narrative:
The evaluation results revealed the subject device was returned for evaluation. No suture or ts were returned prohibiting confirmation of the reported complaint of suture not sliding. Visual assessment of the device showed the needle is bent and twisted (see attached photo). Although the needle is bent it would not have played a role in the reported complaint. Per IFU under warnings ¿do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed.¿ actuator is in its post t2 position indicating a complete deployment. Device was functionally tested for proper actuator advancement and cycling, device would not function as intended due to the bent needle. A review of the device history records and quality records associated with these manufactured lots confirmed that no additional complaints have been filed and that no abnormalities were reported with this product during manufacture. No root cause related to the manufacturing process can be established. No further investigation is warranted at this time. (B)(4).

Event description:
It was reported that during a meniscus repair procedure, the suture did not slide and it was impossible to repair the meniscus with this device. It was reported that both implants were deployed, but the suture was stuck and it was impossible to push the knot. The implants were removed from the joint. The red area of the meniscus was being repaired with a contralateral approach. There was a 15 minute delay in the procedure. The procedure was completed using a back up device available. The patient was okay post-procedure.